Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head, unknown glenoid. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08088, 0001825034 - 2018 - 08090.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, patient has been indicated for a revision procedure due to unknown reasons. Attempts were made to gather information and no additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, it was determined that this product is not related to the event. The initial report was submitted in error and should be voided.